Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure could not be verified, nor duplicated. The keypad assembly was replaced as a preventative measure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed keypad assembly and observed that it functioned properly on a mock up device. The root cause of the reported failure could not be determined.

Event description:
It was reported by the customer that while use on a patient during a synchronized cardioversion procedure, the device's energy select, charge, and shock buttons did not function. There were no adverse effects to the patient, as another device was made immediately available.